Event description:
It was reported that when using the bd pyxis¿ medbank, the drawer had failed to open and unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to product incident (pi) 55845 error. A technical support specialist (tss) restarted the application to resolve the issue and confirmed in mql that the customer was able to issue the item successfully based on the transaction log. The system functioned as intended after the technical support specialist troubleshot the device.